Event description:
It was reported that the procedure was to treat a lesion in the mid subclavian artery with no tortuosity and no calcification. Pre-dilatation was performed and the 8.0 x 29 mm omnilink elite was advanced to the target lesion. However, when attempting to deploy the stent, the balloon moved forward approximately 3 cm and the stent moved back 1 cm; therefore, only 1/4 of the stent deployed. An attempt was made to pull the stent back to the target position, but was unsuccessful. The balloon was pulled back in an attempt to fully deploy the stent, but again the balloon moved forward and the stent could not be fully deployed. A third attempt was made to deploy the stent and this time it was successful; however, angiography showed that the stent had migrated to the ascending aortic arch and was not apposed to the vessel wall. No additional intervention was performed. There was no clinically significant delay in procedure and no adverse patient effects. The patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Cine images were returned and reviewed by an abbott vascular clinical specialist, who concluded that the images were consistent with the reported event. A conclusive cause for the reported difficulties could not be determined; however, there is no indication to suggest a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot revealed no other incidents for difficult to deploy or migration reported for this lot. Based on the reviewed information, no product deficiency was identified.